Manufacturer narrative:
Full e1 - initial reporter establishment name: (B)(6). Full e1 - address 1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subjected device had noise image displayed on the monitor. The issue was found during a sedation for a therapeutic laparoscopic procedure that was completed with the same device. There were no reports of patient harm.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide corrections and the results of the final investigation. Updated fields: d8; d10; e1; g3; h2; h3; h6 and h11 corrected field: e1; e3; g4 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: transmitter and receiver module (txrx module) failure. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: txrx module failure. The most probable cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.